Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 the patient came in emergently to the hospital after a fall in the home. The patient complained of abdominal pain and computed tomography (CT) showed a potential type 3a endoleak with aneurysm sac growth and a potential component separation from the original implanted devices. The physician implanted an additional infrarenal aortic extension and an additional suprarenal aortic extension to seal the leak. It was also confirmed the patient had a partial separation between the main body and proximal extension. The patient is stable.

Manufacturer narrative:
The clinical assessment was based on patient images and no patient medical records. At the completion of the clinical evaluation, based on the information received the following reported events was confirmed: rupture, and successful secondary procedure. Additionally there was evidence to reasonably support the following observations; the reported endoleak type iiia was refuted and observed to be an endoleak type ia, stent movement, intra-stent thrombus, proximal neck aneurysm, neck angulation, sac growth, short-segment dissection proximal to superior stent margin of the cuff,progressive aortic neck aneurysm, and progressive stent migration. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient, therefore no evaluation performed. Based on the information available the root cause of the reported event is unknown.